Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced an allergic reaction shortly after pulse generator implant. The device remained implanted and dietary changes improved the patients condition.